Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) implanted in the left chest experienced a 2098 error code on the patient handset indicating "out of regulation." The implantable neurostimulator was providing less therapy than expected, and the patient required daily recharging of the device. The patient had a history of a difficult tremor to control and expressed dissatisfaction with the frequency of charging the device. Impedance testing was conducted and reported to be within the normal range. Technical review suggested that a low battery, especially with high settings, could contribute to the error message. Troubleshooting options were discussed, and a follow-up visit was planned to further investigate the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that intermittent impedance was not there all the time. They are looking for possible surgical intervention. The hcp contacted the surgeon to see if they want to explore. There will be possible surgical interventions to be determined. The error is not resolved as they are still seeing codes; referral made for explore connections or possible battery replacement. The patient does not like recharging.